Event description:
It was reported that the ventilator failed flow transducer and patient circuit test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test and patient circuit test during pre-use check. According to the information provided by the technician, the gas module o2 was detected as faulty and replaced. Identification of issue has been done by analyzing problem description and service report. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined.